Event description:
It was reported that under infusion was observed on a small volume infusor. The device was filled with non-baxter fluorouracil and non-baxter saline. The actual flow rate was unknown but the medication stopped delivering more than five hours later than expected. The expected rate was 100 milliliters over 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 08, 2014 to october 09, 2014. The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing passed successfully as flow rates were found to be within specification. Therefore, the reported condition could not be verified through device evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.